Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported, original or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. (B)(4).

Event description:
It was reported that the procedure was to treat an aneurysm in the left circumflex artery. The patient had a cardiac arrest on (B)(6) 2015. On (B)(6) 2015 angiography revealed an aneurysm which was treated by implanting a 2.8 x 26 mm graftmaster covered stent. The covered stent did not completely seal the aneurysm so a second 2.8 x 19 mm graftmaster stent was implanted overlapping the first stent which completely sealed the aneurysm. Post-dilatation was performed with a 3.75 unspecified non-compliant balloon catheter. The patient is doing fine. No additional information was provided.